Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 700 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer recently received a replacement battery cap. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting. No further details provided.